Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached and the customer was unable to obtain readings. As a result, customer experienced a loss of consciousness and dizziness. Customer was unable to self-treat and required third-party intervention of "made sure they had fresh air". No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. The sensor adhesive was not returned; therefore the issue is closed to no product return. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   Dhrs (device history review) for the fs libre sensor kit were reviewed and the dhrs (device history review) showed the sensor kit passed all tests prior to release. The exact date of incident is unknown. The dates entered in section b3 is the date estimated off info provided of 23/05/2023 which was most likely entered in error instead of 23/04/2023, as case awareness date is 10/05/2023. If the partial product is returned, the case will be re-opened, and a physical investigation will be performed. This serves as a correction report. Section h10 ( additional mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached and the customer was unable to obtain readings. As a result, customer experienced a loss of consciousness and dizziness. Customer was unable to self-treat and required third-party intervention of "made sure they had fresh air". No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. The sensor adhesive was not returned; therefore adc is unable to further test the returned product. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   Device history reviews  for the libre sensor and sensor kit indicated by the serial number provided by the customer. The dhrs showed the unit passed all tests prior to release. The exact date of incident is unknown. The dates entered in section b3 is the date estimated off info provided of (B)(6)2023 which was most likely entered in error instead of (B)(6)2023, as case awareness date is (B)(6)2023. If the partial product is returned, the case will be re-opened, and a physical investigation will be performed.